Event description:
It was reported that there was dropped beats in pediatric care unit (picu) and p wave was not sensed on the device. It was noted the telemetry and the atrial marker were lost, so it was not displayed. The ventricular rate just kept going so it must have seen the atrial sense, but the atrial marker was not displayed due to the temporary telemetry loss. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).